Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2018, around 3-4:00pm. He reported that he obtained alleged blood glucose results of ¿32 and 600mg/dl¿ on the subject meter, performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages her diabetes with insulin (self-adjuster) ¿humalog and lantus¿ and was unwilling to say if he made any change to his usual diabetes management routine in response to the alleged product issue. The patient stated that ¿a few minutes after¿ the alleged product issue began he ¿passed out¿. The patient¿s wife called emergency medical services (ems) and an hcp obtained a blood glucose result of 22mg/dl and treated him with unspecified IV fluids. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the sample was taken from an approved sample site. The correct testing steps were performed. The cca confirmed that the test strip vial was neither cracked nor broken. The test strips were stored correctly and within expiry date. The patient performed a control solution test which fell within lfs¿ acceptable range. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.